Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was restarting constantly. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) medical center. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jun-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) troubleshot and visual inspection showed no issue. The fse ran power system test and power supply checked good, checked cables and connections and found several connections were loose. Then the fse reseated and tightened connections and the user verified with inventory counts. The system functioned as intended after the field service engineer inspected the device.